Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, implanted: 2014 (B)(6); product type catheter. (B)(6).

Event description:
It was reported that the drug concentration was too high. The issue occurred after a pump system replacement and catheter study. It was stated that the patient exhibited overdose symptoms and stopped breathing in the recovery room. The patient was revived and the medication was removed from the pump (including pump tubing and catheter). The pump was then refilled with a lower concentration of drug. It was noted that the patient was set at the lowest dosing possible of 240 mcg (at the current concentration at time of overdose). The patient reportedly did not suffer any ill effects from the issue once the drug was replaced. The reduced concentration was unknown (was 5000mcg/ml fentyal, 300mcg/ml clonidine, and 18mg/ml bupivacine). The patient status was reported as alive and no injury at the time of the report. The pump was used to deliver fentanyl, clonidine, and bupivacaine. It was reported 3 days later that the concentration of fentanyl was reduced from 5000 to 1000mcg/ml (clonidine increased from 300 to 500mcg/ml and bupivacaine was reduced from 18 to 5mg/ml). The patient was reportedly doing fine now (doing better moving around space) and was in the hospital until (B)(6) 2014 for observation. The healthcare provider (hcp) titrated the medication up because, the patient was not getting effective therapy yet. The new daily rate was unknown. The patient was to get a patient therapy manager (ptm) programmer at the end of the month and be seen for a post operational checkup.